Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic manager reported there was a large blood leak observed as soon as the blood hit the dialyzer and went directly in to the red hanson, turning the red hanson tubing red. Follow-up was made with the clinic charge nurse, who stated the patient was connected to the 2008k hd machine when the blood leak was observed. The 2008k hd machine generated a blood leak alarm approximately 15 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 550. The nurse stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. It was unknown how much blood was lost, but stated there was enough blood to be note din the hansen connectors. The charge nurse stated a blood leak test strip was not used. Per rn no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzes 3 times a week and has been on hd since 2016. The patient was able to complete treatment with new supplies on another machine. Per rn the sample was discarded and was not available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported there was a large blood leak observed as soon as the blood hit the dialyzer and went directly in to the red hanson, turning the red hanson tubing red. Follow-up was made with the clinic charge nurse, who stated the patient was connected to the 2008k hd machine when the blood leak was observed. The 2008k hd machine generated a blood leak alarm approximately 15 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 550. The nurse stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. It was unknown how much blood was lost, but stated there was enough blood to be noted in the hansen connectors. The charge nurse stated a blood leak test strip was not used. Per rn no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzes 3 times a week and has been on hd since 2016. The patient was able to complete treatment with new supplies on another machine. Per rn the sample was discarded and was not available to be returned for evaluation.